Manufacturer narrative:
Additional information received: it was clarified that radiology reported a questionable type iii along the superior margin of the a neurysm sac, however the physician did not agree with radiology and did not note the type iii endoleaks only the multiple type ii endoleaks from the inferior mesenteric artery and vertebral arteries were noted by the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: the 1 month post evar CT reads multiple type ii endoleaks noted from the inferior mesenteric artery and vertebral arteries. A possible type iii endoleak along the superior margin of the aneurysmal sac was observed. The outcome of the endoleaks was noted as recovering/resolving. The site assessed the endoleaks as having a causal relationship to the index procedure and an underlying condition/disease and a probable relationship to the device as they appeared after the evar procedure. The sponsor assessed the endoleaks as having a causal relationship to the index procedure and an underlying condition/disease and as having a causal relationship to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the cause and source of the endoleak could not be confirmed. The reported difficulty to remove and the inaccurate delivery events could not be assessed and the cause of the events could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms and procedural angiogram video showing the stent deployment and removal of the delivery system from the patient was not provided for a more thorough assessment of the events. The endoleak observed was likely a type ia endoleak caused by proximal loss of seal due to the reported inaccurate delivery. A type ii endoleak due to patent collateral vessels may have also been present. The patient's aortic anatomy, as reported by the physician and noted by the observed moderate neck angulation, may have contributed to the reported events. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 57mm aaa. It was reported during the index procedure, it was noted aortic neck was conical and angled in nature. The procedure proceeded as planned and the main body 32 e2s delivery system was advanced and deployed in a normal fashion. An angiogram of the aorta showed the fabric line of the graft was accurately deployed just below the lowest renal artery. The contralateral gate was cannulated and a contralateral limb deployed in normal fashion. The remaining portion of the main body constrained in the delivery system was deployed . The main body delivery system was advanced so the spindle and top cap were above the suprarenal stents. The spindle and top cap were recaptured in a normal fashion. The physician was then instructed to slowly pull the delivery system down through the suprarenal stents, rotating it counterclockwise.  The delivery system was observed going smoothly past the suprarenal stents but was then catching on the angled portion of the aortic neck. The physician was instructed to pause, re-advance the device, and try again.   After m ultiple unsuccessful attempts the physician was asked to pull the stiff wire back into the delivery system to try and change the position of the delivery system to possibly allow it to be pulled down safely. This also was unsuccessful. The use of a reliant balloon to push the delivery system away from the wall was also suggested but was not utilized. The physician was then observed pulling the trigger on the blue handle, and then advancing the blue handle towards the gray handle. The physician was advised that this was not the proper recapture technique.  The physician then  forcefully pulled the entire delivery system down, catching the implanted endograft with it, and pulling the graft away from the proximal seal zone that it was originally landed at. The delivery system was removed from the body and the rest of the procedure finished in normal fashion. Upon the completion angiogram a large type 1a endoleak was observed. Multiple re-ballooning attempts were made to obtain seal but proved unsuccessful.  The physician was offered an aortic cuff extension and aptus endoanchors as possible solutions to the endoleak. The physician instead decided to implant a non mdt aortic extension in an attempt to solve the endoleak. An angiogram showed the leak was slightly improved but theendoleak was still present.  Per the physician the cause of the event was anatomy. The investigator assessed the event as having a causal relationship to the study index procedure, probably related to the study device and not related to an underlying condition or disease. No additional clinical sequalae were provided and the patient will be monitored.